Event description:
It was reported that a device alarmed for air in line messages. There was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation found the upstream sensor to be out of specification. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms if the pump was able to run. In addition, the air in line alarms were confirmed in the history log. The upstream sensor/pusher was replaced.